Event description:
The user installed a replacement unit onto the spectrum device, made contact with the cooling plate on the handpiece to assess whether cooling was functioning properly. Upon contact, the user reported experiencing an electrical shock in the hand, with sensation traveling up the arm and into the chest. Immediately after the incident, the user reported feeling lightheaded and dizzy. The medical director (owner) advised the individual to seek medical evaluation. The individual presented to the emergency room, where an EKG was performed with normal results and no additional abnormalities identified. The user reported that the shock did not result in any visible skin damage and there was no burn present.